Event description:
Developed diplopia, and severe nausea, retching, "motion sickness" aggravated by any movement and aggravated by lowering head any amount from being fully upright after intrathecal baclofen via pump and pump adjustment with increased dose. Symptoms gradually improved over 48 hrs. Also developed sensation fever but was afebrile, sensation of increased warmth over all muscles affected by spasticity with higher doses of intrathecal baclofen, improved by decreasing dosage. Several hours after boluses of intrathecal baclofen, developed a severe rebound spasticity associated with tachycardia and excessive heat sensation in all spastic muscles. Continued to have diplopia when supine for several months, gradually improved with decreasing doses. Over the course of several months was able to get head lower without developing diplopia. Dose or amount: 50 mcg/hr. Dates of use:2006 - 2007. Diagnosis or reason for use: spasticity from spinal cord injury & post-diskectomy staph. Event abated after use stopped: yes.